Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on october 26, 2017, omsc found that the coating on the outer surface of the jaw partially came off. There were no scratches and contact marks with the probe and non-insulated part. The device history record for the lot indicated no abnormality with the event-related items. Omsc could not identify the reported unspecified problem. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the user scraped dirt such as burnt coagulum with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a colorectal procedure, the three tb-0920oes were used. It was reported that the three tb-0920oes had unspecified problems. The error occurred when physician began using the third device, but after that it worked without problems. There was no patient injury reported. There was no further information reported. The three tb-0920oes were returned to olympus medical system corp. (Omsc) for investigation. As a result of the investigation on october 26, 2017, omsc found that the coating on the outer surface of the jaw partially came off with the three tb-0920oes. This report describes the second device.